Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg), the right atrial (ra) lead was exhibiting high thresholds. Ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.